Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported via our sales rep, that he was observing a surgery procedure. During unscrewing of the nail holding screw, it was noted that the socket wrench cracked. Another device was utilized to complete the surgery.